Manufacturer narrative:
Age, weight and ethnicity: information unknown/not provided. Date of event: best estimate time is (B)(6) 2021. If implanted, give date: unknown/not provided. If explanted, give date: unknown/not provided. The intraocular lens (iol) is not returning for evaluation as it is discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts has been made to obtain missing information; however, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the doctor could not determine the position of the lens for a dcb00 intraocular lens as the haptic was noticed to be in an anomalous position. Device not available for return as it was discarded. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received.